Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error and now has a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer had been in some heavy rains and the pump had moisture under the screen. Troubleshooting was not completed due to the blank screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify motor error alarm due to blank display. Device had corroded motor home switch.